Event description:
It was reported to boston scientific corporation in 2008, that an interject injection therapy needle catheter was used during a hemostasis procedure, performed on two days earlier. According to the complainant, during the procedure, the physician experienced difficulty extending the needle out from the sheath. The procedure was completed with another interject injection therapy needle catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted. A search of the complaint database did not identify any similar complaints for the reported lot number. The july 2008 15-month interject-sclerotherapy needles product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.